Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had both their shower bags replaced in (B)(6) 2021. The bags appeared to let water inside as the inside was so damp that the battery clips had water droplets on the surface. The driveline exits were not wet, so water had to have entered from somewhere else. The patient requested new bags and the old ones would be returned for analysis.

Event description:
Associated MFR: other shower bag on the event MFR 2916596-2022-00635.

Manufacturer narrative:
Correction: prior statement in initial report about section g3 was inadvertently used, we know patient was involved and the appropriate PMA number was used. Manufacturer's investigation conclusion: the evaluation of the returned shower bag, lot number 7815059, could not confirm a water leak. A specific cause for the report of water inside of the bag could not conclusively be determined through this evaluation. The shower bag was returned in like-new condition. The external portion of the bag did not reveal any damage or wear to any of the seams, zippers, or fabrics that could have contributed to a potential leak. Visual inspection of the interior of the bag did not reveal any areas of water damage or wear to the fabrics. The bag was mounted in a sink and sprayed directly with water for over 15 minutes, to simulate using the bag in the shower. Following the test, no visible water was observed inside the bag and the interior surfaces did not feel wet to the touch. The relevant sections of the device history records for shower bag, lot number 7815059 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and patient handbook state in the caring for wear and carry accessories sections that wear and carry accessories should be periodically inspected for damage or wear. If an accessory appears damaged or worn, do not use it. Call your hospital contact for a replacement. The IFU and patient handbook also provide instructions on using and assembling the shower bag. No further information provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This event occurred at national cerebral & cardiovascular ctr. In (B)(6), japan. No further information provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had both their shower bag replaced routinely (B)(6) 2021. The new bags appeared to let water inside as the inside was so damp that the battery clips had water droplets on the surface. The driveline exits were not wet, so water had to have entered from somewhere else. The patient requested new bags on (B)(6) 2022 and the old ones would be returned for analysis.